Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. (B)(4).

Event description:
It was reported that during a follow up appointment it was found that the patient's right atrial (ra) lead had dislodged. The ra lead was explanted and not replaced. It was also reported that the patient's device had eroded through the skin. A replacement device was implanted in a new location. No further patient complications have been reported as a result of this event.